Event description:
It was reported that bad performance were observed during use (slow interrogation).

Manufacturer narrative:
Please refer to the attached investigation report.

Event description:
It was reported that bad performance were observed during use (slow interrogation).